Event description:
Sales rep reported revision surgery. Patient has been revised to address pain "associated with metal on metal articulation".

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/20/2014 - legal claim was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/18/2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd (B)(6) 2015- medical records received from legal. Patient revised to address elevated metal ion levels, adverse local tissue response and increased wear rate. Upon revision, adverse pseudocystic appearing tissue, straw-colored fluid with debris, and mild corrosion on the trunnion were noted. The cup and stem remained in situ. The stem is being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 09/02/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/09/2014.

Event description:
Update rec¿d 7/7/2014 - litigation received. Litigation alleges discomfort, inflammation, lack of mobility, cyst on finger joint, hair loss, indigestion, acetabular loosening, metallic debris and extreme fatigue. There is no new additional information that would affect the investigation. This complaint was updated on: 07/16/2014.